Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry and debris on the lens. Visual inspection no visible damage to the lens and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -10.00/+2.5/085 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to elevated intraocular pressure and unreactive (fixed) pupil. The surgeon did not implant another icl lens.